Event description:
It has been reported to the company that the pouch of the device was damaged and was no longer sterile. A hole was found in the mylar layer of the device's sterile pouch. The hole was from a tear in the mylar above the location where the syringe is situated in the tray. This was found during initial inspection of the packaging at the hospital. The device was not used and there was no patient incident.